Event description:
Physician brought patient to the operating room on (B)(6) 2021 to remove the stimulation lead due to continued infection. During surgery, the physician determined that the infection was improving and device removal was not needed. The wound was debrided and treated with antibiotics (bacitracin) intraoperatively.

Event description:
Patient presented to the physician with continued signs of infection at the stimulation lead. Physician surgically removed the stimulation lead on (B)(6) 2021 without complication.

Manufacturer narrative:
The purpose of the supplemental report is to clarify that the MDR submitted is not the subject of an approved exemption and therefore number ¿5645646¿ included in the ¿exemption number¿ field was submitted in error.

Event description:
Patient presented to the physician with swelling and pain at the neck incision. The physician prescribed bactrim and the issue was resolved.